Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
During the investigation the manufacturer observed an unknown bluish contaminant on the left side panel. Potential dried liquid spots were observed on the bottom of the bottom enclosure. The manufacturer observed dust-like contamination on and underneath the top enclosure/ui panel, in the air inlet, on the blower cap, and on the walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer observed potential dried liquid spots in the air outlet port, underneath the flip lid assembly and on top of the water tank. A whitish dust-like contamination consistent with mineral deposits was observed throughout the interior of the water tank, on the dry box inlet seal, in the base of the bottom enclosure and in the lower base. Pil observed dust-like contamination on the flip lid assembly, on the left side panel, on the dry box, in the base of the bottom enclosure and in the lower base. Potential hair-like particles were observed in the bottom enclosure and in the lower base. The error log showed 4 errors logged. 4 instances of e-53 a continue error. During a change to the compliance logger, the semaphore timer expires, and the semaphore is released. This can occur of the modem is removed while the compliance logger has control of the semaphore. Care orchestrator data was not available for download. (Device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box d. The following correction has been corrected in this report. In box d: the device serviced by 3rdp has been corrected. In box d: the date returned has been corrected.